Event description:
It was reported that the iab was placed in a pt in extremely poor condition. Immediately upon insertion, blood was seen in the helium tubing. The iab was removed and replaced. The pt expired later of causes not related to this incident.